Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not enunciate alarms and alerts as intended. There was no reported impact to the customer's blood glucose level. Reportedly, the customer resumed insulin therapy.